Event description:
The customer reported that within the first 25% of a levofloxacin secondary infusion, fluid level rose in the drip chamber of the primary tubing and was a yellow color (the same color as levofloxacin). The tubing had been used in the past 96 hours without a problem. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and be. This report was filed by the manufacturer. Unable to determine the cause of the customer's reported leak because the set was not sequestered by the customer and will not be returned. The root cause of this failure could not be identified.